Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the pacing lead impedance (pli) was decreased and out of range. Abbott technical support reviewed the session records and the pli trend looked normal with one measurement out of range. No intervention was performed, the patient will be monitored.